Event description:
It was reported that during a atrioventricular reentrant tachycardia (avrt)/(wpw) ablation procedure, the stockert 70 system "beeped" twice and rf was intermittently terminated for one second, then spontaneously resumed. The bwi field representative stated that the audible beep was different than the sound heard when they reached the temperature. They were using a 4mm catheter and running it in temp control mode. The ep recording system graph reflected rf termination for one second and then ablation on again. The ablation catheter tip icon went from red, to green, then back to red at the same time. The incident only occurred once during the case. At the time of the call, the case was completed and no further trouble shooting possible at this time. The case was completed. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The settings were 55 degrees and 50 watts. The stockert 70 system did not reach its temperature limit. It cut off at 40 watts.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a atrioventricular reentrant tachycardia (avrt)/(wpw) ablation procedure, the stockert 70 system "beeped" twice and rf was intermittently terminated for one second, then spontaneously resumed. The bwi field representative stated that the audible beep was different than the sound heard when they reached the temperature. They were using a 4mm catheter and running it in temp control mode. The ep recording system graph reflected rf termination for one second and then ablation on again. The ablation catheter tip icon went from red, to green, then back to red at the same time. The incident only occurred once during the case. At the time of the call, the case was completed and no further trouble shooting possible at this time. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The settings were 55 degrees and 50 watts. The stockert 70 system did not reach its temperature limit. It cut off at 40 watts. Per the event description, the unit was serviced and no errors were found however, all boards were shifted out of tracks and the issue was resolved by reseating them. Functional and safety test were performed as well as a preventative maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.